Event description:
While using the needle to stick a patient an odd sound was noted and the blood in the collection tubes was noted to be frothy. Believing it to be the collection tube a new tube was tried. The same results occurred. Blood was then noted to be leaking from just above the adaptor. A small crack was noted in the butterfly plastic where the rubber covered needle is press fit. The crack is in the middle of the plastic piece and does not extend to either end.